Event description:
According to the reporter: procedure: lap ventral hernia repair. The device failed to fire the tack into tissue. The tack only deployed half-way and would snag itself on the mesh causing the tacks to fall out. The tacks were removed from the patient with no further consequence to the patient. No patient injury was reported.